Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #1. Please see medwatch for suspect device in advantage system #2.

Event description:
Customer reports back to back results of 419mg/dl on advantage system #1 compared to results of 117mg/dl on advantage system #2. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.